Event description:
When timing check is done in 1:2 ratio: unassisted bp [blood pressure] was higher than assisted bp (to be expected) however the assisted map [mean arterial pressure] remains higher than unassisted and is giving # that is not realistic (higher than even the systolic). Inaccurate bp from central catheter. Potential fiber optic failure. In auto setting, pump was not recognizing rhythm and timing appropriately. Manufacturer response for intra aortic balloon catheter, iab-05850-lws-sc - fiberoptix ultra 8 iab sc: 8fr 50cc (per site reporter). Sequestered balloon has been sent back for evaluation; pending final resolution from vendor.